Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and no capture on the atrial channel which resulted in inappropriate mode switches. Additionally, sensing measurements had decreased and pacing impedance measurements had increased with some measurements greater than 2000 ohms. The physician spoke with the patient about a potential revision procedure. The patient was going to think about the procedure as she stated she could not afford it and was not symptomatic. No adverse patient effects were reported.